Manufacturer narrative:
Section d1, brand name: correctedsection d4, catalog number: correctedsection d4, primary UDI number: correctedmanufacturer's investigation conclusion:incidental findings: damage white strain reliefthe reported event of damaged white power cable was confirmed; however, the reported event of ¿the power cords were lighting up and not clearing¿ could not be confirmed. Visual inspection revealed a tear on the white power cable and noted no visible underlying wire. Also, noted the white strain relief is damaged. The returned system controller (serial # (B)(6)) passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. Both power cables passed insulation testing indicating no short to shield condition with the underlying wires. The damages on the white power cable did not result in any communication or alarm issue. A root cause for the reported events could not be determined during the evaluation.device history records were reviewed and showed no deviations from manufacturing or qa specifications.heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 8, ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller connectors and cables. Under section 5, ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. Under section 4, system monitor, ¿a flashing communication icon appears at the lower left corner of all system monitor screens. The flashing icon indicates active communication between the system controller and system monitor. If the icon is not flashing or has disappeared, check the system monitor-power module cable connections and restart the system monitor.¿no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6: medical device problem code corrected no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 was initially reported under MFR # 2916596-2024-01941. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site had swapped the controller serial numbers. (B)(6) was the backup controller that had damage and power cords lighting up.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's primary system controller (sc) would not save data to the heartmate touch monitor when connected to the power module via the patient cable with an established bluetooth connection. No visible damage was noted to the white power cable. Troubleshooting efforts included switching to a new heartmate touch, power module, and patient cable, yet the issue persisted. A system controller exchange was performed without issue.